Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 ruptured during filling. The device was filled with a solution of 5-fluorouracil and saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
The mss spoke with the patient on july 12, 2010. The patient confirmed that on (B)(6) 2010, prior to obtaining a blood sample with the lancing device that came in the kit, she did notice there was a lancet already inserted into the lancing device. The patient stated she thought that was how the items were packaged. The patient claimed that after testing herself she noticed that the bag the sample lancets had been packaged had been opened. For this reason, the patient feels that the product may have been contaminated. That afternoon, the patient went to ER to be tested for an infectious disease. The patient stated that the results came back negative and was advised to return in 3 months to be retested. The patient told the mss that she called the pharmacy where she purchased the meter kit and they confirmed that they did accept a return for a blood glucose meter kit. It is not known if the returned meter kit is the same one the patient purchased. The new information provided by the patient does not change the classification of this complaint.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that she may have tested with a used and/or contaminated lancet. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that she purchased the onetouch ultramini meter kit on (B)(6) 2010 from her local pharmacy. The patient did not recall if the closure seal on the packaging was intact prior to her opening it. On (B)(6) 2010, the patient claimed that when she went to insert a lancet into the onetouch lancing device she discovered that the package the sample lancets were in was opened. The patient reported that she "lanced her finger with a contaminated needle." During troubleshooting, the patient denied developing symptoms or receiving medical treatment as a result of the alleged issue. Replacement products were sent to the patient. Although the patient denied developing an infection or seeking medical intervention, currently, due to lack of sufficient information, this complaint is being reported because there is not enough evidence to rule out that the patient was not exposed to a blood-borne pathogen, during testing.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. If lfs receives any further information from the patient, a supplemental will also be sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.